Event description:
It was reported that during a da vinci-assisted liver wedge resection procedure, the harmonic ace instrument was not responding satisfactorily to commands. In addition, the tip of the instrument broke, requiring removal from the patient's cavity. It is unclear if a fragment from the instrument actually broke off and was removed/retrieved. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
Device evaluation: the harmonic ace instrument has been returned and evaluated. The instrument was found to have a blade broken. The blade broke at roughly the base. A piece measuring approximately 0.42 x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.